Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. The reporter was not available for troubleshooting and no additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2014. Patient called back and provided additional information on the event. Reportedly, the battery life was less than expected. The reporter stated that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidence of short battery life. The pump powered up and functioned properly. All the buttons responded normally. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications. The reported power issue was not verified in the black box or duplicated during the investigation.